Event description:
This report is based on information provided by a returned part information that has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the device displays the error message, ¿1:20 filesystem check failed ." The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The processor printed circuit assembly p(ca) with part number (pn): 453564489071 with serial number (sn): (B)(6) was returned to philips for failure analysis. The processor pca was visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. The complaint was escalated for technical investigation and the results indicate the processor pca. Was fully evaluated and tested. There were no error logs available. This processor pca was supposedly returned with the message, "1:20 filesystem check failed." This was not verified in lab testing. The unit powered up, displaying ¿installing upgrade, do not turn off.¿ after 2 minutes, the display indicated that the upgrade failed for ¿reason 3¿. After installing a known good system on module (som) pca the device booted up correctly. The som pca was defective. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. However, the som pca which is a daughter board on the processor pca was found to be defective. The processor pca was returned for supposedly displaying the message, "1:20 filesystem check failed". This was not verified in lab testing. The processor pca booted up to the message, ¿installing upgrade ¿ do not turn off¿. After replacing the som pca, the device passed operational checks and general testing. The som pca was defective.

Manufacturer narrative:
The fse went to the customer site and confirmed the reported problem. Functional tests were performed and the operations check was abnormal. The device booted up normally. The fse determined that the processor pca was defective and replaced the part (453564489071; dfm100 assy processor). A self-test was performed, which the device passed. The device returned to full functionality.

Event description:
It was reported to philips that the device failed the system check. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.